Event description:
Following a laparoscopic herniorrhaphy, pt exhibited signs of subcutaneous emphysema of neck and jaw line. Pt's respiration was spontaneous and unlabored and pt was extubated as expected. Pt was discharged without further complications from event and no treatment was administered. Subcutaneous emphysema resolved itself.